Event description:
The pt had a de novo lesion in the distal left anterior descending branch. The lesion was slight tortuous and slightly calcified with a 75 % stenosis. While inflation a 3.0 x 13mm cypher in the lesion, at 10 atm, the balloon suddenly deflated and the flow of contrast medium was observed by coronary angiography. The stent was under-dilated, therefore, a high-pressure balloon was used for post-dilation. The procedure was completed safely. There was no reported pt injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.